Event description:
It was reported that water leaked on the floor during testing. No patient involvement was reported.

Manufacturer narrative:
B3: event date unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H2) device evaluation: h3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection and functional testing, the customer problem was duplicated. The device had no external damage, but the return tube was found to be leaking. The cause of the customer reported problem was the return tube was leaking. The manufacturer representative replaced the return tube, and the device passed all functional and delivery tests after repair.